Event description:
The account executive reported the user received a questionable low vancomycin result for one patient sample. All results are in ug/ml. The initial result was 1.1 and was reported outside the laboratory. The physician questioned the result and the sample was repeated on another cobas e501 analyzer with a result of 15.8. A corrected report was issued at this time. The patient was not harmed based on the initially released result. The vancomycin reagent lot number was 15013600. The user stated they believed the issue to be a preanalytic issue with this particular sample as there was fibrin and blood around the top of the tube.